Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a broken reservoir compartment and the reservoir would not stay in. The customer's blood glucose was 220 mg/dl at the time of incident. The customer declined to troubleshoot. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump had cracked battery tube threads, a completely broken off reservoir tube lip. The test reservoir could not lock/click in place. The pump also had minor scratches on the display window.